Event description:
Reported via clinical study. It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed as part of a clinical study, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged the same day on a medication regime of with aspirin and clopidogrel. On (B)(6) 2025, 393 days post index procedure, the patient presented for protocol scheduled 12 month follow up visit. Transesophageal echocardiography (tee) revealed thrombus present on the closure device with maximum area 1.8 cm. The thrombus was pedunculated and non-mobile. There was no pericardial effusion, no atrial septal shunt and no thrombus on the left atrium excluding the device related thrombus. No peri-device leak was noted. The patient was placed on antiplatelet/anticoagulant medication to treat the thrombus.